Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tesh, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a pocket infection and they intended to explant the system. An evaluation by the hcp led to the event. There was surgical intervention that was going to occur on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.